Manufacturer narrative:
Manufacturer analysis conclusion: review of the log file provided by the account confirmed low speed events. Although a specific cause for these findings could not be determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential driveline wire compromise.the submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Two low speed events were captured on (B)(6) 2019 with speed reductions as low as 3690 rpm (5110 rpm below the low speed limit) while the patient was connected to the power module. These low speed events resulted in low speed advisory and low speed operation alarms; however, no pump stoppages were recorded throughout the log file. These events also appeared to be associated with an elevation in pump power of 10.8 watts. Despite the observed alarms, the pump appeared to function as intended. The account reported that the vad coordinator (vc) decided not to pursue a driveline repair at this time. The patient was placed on an ungrounded patient cable with the plan to complete a driveline repair if the patient had further issues.the patient remains ongoing on heartmate ii lvas, and no further events have been reported at this time. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced low speed advisories with concern of a short to shield. The patient decided to not pursue a percutaneous lead repair at this time. The site assigned the patient a unshielded patient cable. Log file analysis confirmed the low speed events. No further information was reported.